Manufacturer narrative:
Lead model 3387s-40, serial # (B)(4), implanted: (B)(6) 2008 explanted: unknown lead model 3387s-40, serial # (B)(4), implanted: (B)(6) 2009 explanted: unknown extension model 7482a51, serial # (B)(4), implanted: (B)(6) 2008 explanted: unknown extension model 7482a51, serial # (B)(4), implanted: (B)(6) 2009 explanted: unknown ins model 7426, serial # (B)(4), implanted: (B)(6) 2008 explanted: unknown.

Event description:
It was reported that the patient presented in the emergency room with full return of her symptoms for approximately three days. No medical procedures had been performed recently. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information. The device was removed due to normal battery depletion, and there was no patient injury.

Manufacturer narrative:
Final analysis of the stimulator revealed there were no significant anomalies. There was no output on all electrode pairs and no telemetry.